Manufacturer narrative:
(B)(4). The ge service rep corrected the problem. The system operates as intended.

Event description:
The customer reported there was no lead washer to reduce the radiation. No patient injury was reported.